Manufacturer narrative:
The device and explanted lead ((B)(4)) will be returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspected noted that the proximal end of the distal spring electrode is separated from the lead body insulation. Detailed analysis revealed that the trilumen insulation abrasion was noted though the distal high voltage/rate sense lumen, just distal of the yoke. The yoke also had surface abrasion. Additionally, arcing damage was noted on the high voltage cables of the lead as well as the device. The allegation of a shorted lead at the change out procedure and optical damage near the yoke was confirmed by laboratory analysis. Due to the location of the damage the likely cause is lead on can interaction.

Event description:
Boston scientific received information that when connecting this implantable cardioverter defibrillator (ICD) to the right ventricular lead ((B)(4)) a short circuit lead condition was noted and pacing impedances appeared low. The patient was externally converted, and after defibrillation testing damage was confirmed on the yoke portion of this right ventricular lead. The right ventricular lead was explanted and a new lead ((B)(4)) was connected to the existing device. During defibrillation testing with the new lead ((B)(4)) no error message was seen but impedances were low and shocking impedances were low and out of range. Finally a new device was connected to the same lead ((B)(4)) which showed normal measurements and defibrillation testing was effective. No further adverse patient effects were reported following the procedure.